Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator is alarming transducer fault, vent inop, motor fault, low pip, and low ve alarms. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The reported complaint was able to be confirmed and duplicated. Transducer pt800 failed. This issue will be internally investigated within vyaire.